Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. Additional classification codes: classification code: hwc. The implantation took place in (B)(6) 2016. Revision surgery was performed in (B)(6) 2017. Therapy date took place in (B)(6) 2016. (B)(6). The plate broke postoperatively and was removed along with the screws which were intact. There is no reports of additional hardware being implanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); manufacturing date: 19 august 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a variable angle volar rim distal locking compression plate (va-lcp) broke post-operatively. Stress fracture three months after implantation at the metaphyseal/diaphyseal junction of the distal radius. No information about patient condition and outcome. The implantation took place in (B)(6) 2016. Revision surgery was performed in (B)(6) 2017. Patient got new open reduction internal fixation (orif) plate. This complaint involves 1 part. Concomitant reported parts: 11x screw (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device va-lcp volar rim dist-rad-pl2.4 le shaft, part number 04.115.851, lot number 8575945. The subject device was returned to the manufacturer with the complaint condition stating: received one plate not in the original packaging together with several screws which are not part of this investigation. The information etched on plate matches with DHR and complaint system: the plate is broken in the middle. According to complaint description the variable angle volar rim distal locking compression plate (va-lcp) broke post-operatively. Lot#8575945 has been manufactured starting from raw material 16114/ art. 60010283. The certificate of the raw material lot#16114 was reviewed, in the certificate it is reported that the material fulfills the specification. The returned part was re-inspected for all the features pertinent to the complaint condition. The plate width, thickness and the broken hole features have been measured and found conforming to specification. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. The investigation has shown that the va-lcp volar rim distal radius plate is broken as complained. The breakage runs through the combi-hole in the zone of bone fracture. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The narrative could be confirmed, also from the provided x-rays; however, no manufacturing related issues that would have contributed to this complaint were found. This complaint condition is likely a result of complication during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors which did lead to a fatigue failure. As the specific circumstances at the time of the issue are unknown a root cause could not be determined. Eleven screws (part and lot unknown) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.